Event description:
Related manufacturer reference#: 3006705815-2019-02134. It was reported the patient was receiving stimulation in the arm pit. Imaging confirmed one of the patient's leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2019, where the lead was removed and replaced. Effective therapy was restored post-operative. It is unknown which lead is liable. Therefore, all suspected devices are being reported.